Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the tip of the screwdriver 45-20001 disintegrated into multiple small pieces debris was reported, surgeon believes he removed all debris. Screw and all metal fragments that could be found were removed, new screw placed.

Manufacturer narrative:
The reported event that the tip of the ¿2.0mm asnis micro, cannulated screwdriver, 2.0mm, ao coupling¿ disintegrated into multiple small pieces during the surgery, could be confirmed, since the device was returned for evaluation and it matches the reported failure mode. The screwdriver was received broken at the tip. The visual examination revealed that the surface of the screwdriver looks used, with few signs of corrosion, especially in the laser marking texts. The flutes are slightly twisted and the edges look deformed. The breakage surface appears to be dull with a smooth finishing and some parts with rubbing signs. These patterns are consistent with over torquing of the instrument. The screwdriver was most likely twisted under high loads and eventually broke. Such power, in combination with hard bone, and even violent moves, could definitely deform the screwdriver and lead to such a breakage. Since the inspection revealed signs of wear with a circular movement, it is evident that the breakage occurred while rotating the screwdriver. The device is considered multiple use, which means that it experiences a lot of usage, sterilization processes and transportation throughout the years, and all these procedures can definitely affect its integrity. As per IFU: ''ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument! [¿] only use an instrument for its intended purpose. Always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. The design of the instrument must not be modified in any way." As per cleaning and sterilization guide (B)(4): ''the guidance concentrations and times for device immersion in the cleaning solutions and/or disinfectants given by the detergent manufacturers shall be observed. If these concentrations and times are exceeded significantly, discoloration or corrosion could occur with some materials. Stryker trauma & extremities typically does not specify the maximum number of uses appropriate for reusable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.¿ if the device has not been used carefully and under appropriate cleaning conditions, it is quite possible that its integrity has been compromised, which is definitely a deviation from the specifications. Based on the investigation, the case could be classified as user related due to over torque. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The design of the device has been changed in order to improve the strength of the tip. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the tip of the screwdriver 45-20001 disintegrated into multiple small pieces debris was reported, surgeon believes he removed all debris. Screw and all metal fragments that could be found were removed, new screw placed.